Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4). Serial# (B)(4). Product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they had to have two revisions due to their battery malfunctioning. The patient stated that they were also having issues with their programmer before it was lost. Additionally, the patient mentioned needing an MRI. No patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.